Event description:
Bd maxguard 15 drop administration set with 4 needleless y-sites (ref #mx9433, lot #24029354) tubing broke off from below the port when medications were injected. Anesthesiologist went to inject propofol through the line and the tubing was leaking and did not stay connected. Manufacturer response for set, administration, intravascular, maxguard (per site reporter): ====================== the issue for (B)(4) has been entered into our complaints system. Bd reference pr# (B)(4). Our product complaints team will reach out if there are questions. Once the investigation is complete, you will be notified of the findings through a complaint closure letter. If you have any further questions or concerns, please let us know.